Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the blade tip damaged with gouge marks. However, the blade was not cracked. In addition, the tissue pad was detached and a portion was returned in a plastic bag with evidence of body fluids and tissue pad material in the groove section. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was analyzed and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating "replace the instrument / no instrument uses remaining / restart generator." The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. It is possible that the reported "tissue effect issues" could have been caused by the device sealing ability becoming compromised once the tissue pad was damaged. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts, screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness.

Event description:
It was reported that during an unknown procedure, the device quit working properly. It is unknown how the case was completed. No patient consequences were reported.